Manufacturer narrative:
(B)(4). Batch # m5575t. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. The analysis found that one pve35a device was returned in good visual condition and with one vasecr35 cartridge reload present. The reload was received fully fired and with cartridge deck damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during an open lobectomy procedure, on the fourth firing of the device on the pulmonary artery, the device cut but did not staple. Bleeding occurred and was controlled with suture. The volume of blood loss was unknown, but the patient did not require blood products. The sales rep was in the case and when the device was removed from the patient and inspected, the staples were laying on the top of the cartridge deck fully open; goal post shaped. Due to it being an open case, the sales rep could not visualize the firing, but the pa was thought to be behind the cut line of the device with nothing distally in the jaws. Clips were used in the case, but it was unknown if they were in the area of the firing. There were no more vessel firings in the case and a like device was used to complete the parenchyma firings. There were no other patient consequences reported.